Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. The care giver (cg) stated that the connection to one of the supply bags was loose, that the bag disconnected from line, and then the alarm occured. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or an assist device. The technical service representative (tsr) had the cg power cycle the hc to end therapy and advised the cg to start over with new supplies. The tsr advised the cg to call the patient's registered nurse about the possible exposure to unsterile air. Proper procedures were reviewed with the cg. The lot number and samples were unavailable. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.